Event description:
This is a report of failure to follow therapy steps during peritoneal dialysis (pd) therapy. The registered nurse (rn) stated she already primed the homechoice (hc) but left. When she came back, she noticed that someone unplugged the hc. The rn then connected the hp and turned the hc on. Hc was at press go to start. The technical service representative (tsr) explained to the rn that the patient should not be connected at this point and that she would have to start over with all new supplies. Tsr also explained to the rn that you could not bypass the prime. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter labeling provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.